Manufacturer narrative:
The t:slim x2 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the during the load process, the customer thought they were filling the cannula and mistakenly filled the tubing while connected to the site. Customer delivered 4 units of insulin before disconnecting the tubing. The customer consumed 30 grams of carbohydrates to avoid a low blood glucose (bg) level. Due to a non-tandem infusion set issue, the customer¿s initial bg level was 274 mg/dl. During a follow-up with the customer, the bg level was 259 mg/dl. The customer's bg level did not go low due to being connected while filling the tubing. The customer was to follow up with a healthcare provider for further assistance. Tandem customer technical support educated the customer on the importance of being disconnected during the fill tubing process.